Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. The date of the event is unknown; however, the article was received for publication on 13-feb-2024. Therefore, the 'received for publication date' used as the occurrence date. This is one of five manufacturer reports being submitted for this article.

Event description:
Edwards received notification from our affiliates in italy. Through review of medical article "performance of the edwards sapien 3 bioprosthesis in atrioventricular valve position: a case series", corresponding author alejandra garretano, the following event(s) was/were identified as pertaining to an edwards device: a two-year and eight-month patient with congenital mitral valve stenosis presented with residual severe mitral stenosis and regurgitation. A 23mm sapien 3 valve was surgically implanted in mitral position. Three months after initial procedure, the patient presented with progressive stenosis, as a consequence, five months after that the patient had increase gradients and developed hypomotility of leaflets. Because of these events, one year and four months after that, it was decided to perform a balloon dilation for attenuate symptoms. Two years after balloon dilation procedure, the increase gradients progressively increased, and the patient presented episodes of pulmonary oedema, the patient was awaiting for further valve re-dilation.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device , engineering was unable to perform any visual inspection, functional testing, or dimensional analysis . Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls , and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The complaint valve increased gradients was unable to be confirmed due to unavailability of imager y or medical records provided for evaluation. In this case tha patient had stenosis. In this case, it is likely that the stenosis may have contributed to the reported event. Valve stenosis can impact leaflet function and reduce effective orifice area (eoa) of the aortic valve leading to increased gradient. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. This is one of five manufacturer reports being submitted for this article.